Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gonadal vein using ruby coils, pod packing coils (pod pc), and a lantern delivery microcatheter (lantern). During the procedure, the physician placed pod pcs in the target vessel using the lantern. Subsequently, the physician advanced a ruby coil into the aneurysm using the lantern; however, the ruby coil would not take its intended shape and, consequently, kicked the lantern out of the target vessel. Therefore, the ruby coil was removed. The procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.